Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was impacted and insulin injections were used to address the bg level. Tandem technical support performed a system check and found that the cartridge needed to be changed. The customer indicated that the pump supplies would be changed.